Event description:
The customer reported that 10 minutes into the procedure, the device stopped working. As a result, the surgical time was extended. Another device was used to complete the procedure without incident. There was no pt injury. No further info has been provided as to the length of the surgical extension.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.